Manufacturer narrative:
G4:21jan2021. B4:09feb2021. Additional information was received indicating that the user had set the alarm threshold too high, which triggered the reported low tidal volume alarm. Once the alarm settings were corrected, the device was confirmed to be operating within specifications. It has been concluded that the device functioned as designed and the issue was caused by user error. There was no device malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2021.

Event description:
The customer reported alarm. The manufacturer's service technician described the malfunction as low tidal volume. Malfunction was discovered during performance verification testing. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer repaired the unit by himself and did not provide repair details.